Manufacturer narrative:
The device was returned to olympus for inspection. Based on the past investigation results, it can be inferred that the grasping section was closed without grasping anything (this includes after tissue resection) while the output was activated in seal & cut mode causing worn out of the tissue pad. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the thunderbeat 5 mm, 20 cm, front-actuated grip type s exhibited that the tissue pad was worn out. There was no patient involvement.